Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level in the 40s mg/dl; cause of bg not known. Reportedly, the customer could not recall the specific date of the ER visit. Customer was treated with dextrose injections to address the bg. Customer was discharged from the ER later the same day with the issue resolved. Ultimately, the customer reverted to an alternate method of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.